Event description:
8/2000 lumbar laminectomy with placement of pedicle screws. (Re-do form 1999) medro dose pak initiated, adcon-l was administered. Develop acute lbp with clear drainage. Started on p.o. Keflex even though stated allergy to same. No fever. 12 days later admitted to hospital for acute lower back pain with clear drainage. 2 days later pt under went re-exploration 2nd wound drainage.

Event description:
In 8/2000, a pt underwent surgery in which adcon-l was applied. At some time post-surgery, an infection was observed. The nurse reporting the event stated that the pt "had no risk factors".